Event description:
It was reported that the t: slim x2 pump's battery would not charge. There was no reported adverse impact. The customer was instructed by technical support to test the pump with different charging equipment, which did not resolve the issue. The customer continued to use the pump for insulin delivery.